Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported by the patient's family member that the patient experienced inaccurate cgm values. The cgm displayed high, but no fingerstick blood glucose (fsbg) values were reported. Symptoms included confusion/disorientation. The reporter stated that the patient was hospitalized for four days and discharged on (B)(6) 2026. No cgm readings or fingerstick blood glucose (fsbg) values were reported during this time. During the report, the reporter declined a transfer to the different tech support department and to provide additional details about the incident, citing time constraints due to an upcoming appointment. The reporter indicated an intent to call back but did not provide a specific timeframe. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.